Manufacturer narrative:
It was reported that during da vinci-assisted surgical procedure, the medium-large clip applier instrument would not clip. Based on the claim against the product by the customer noting the medium-large clip applier instrument would not clip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of the functional test failed clip test to be related to the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed as a result of a bent grip. The root cause is attributed to mishandling/misuse. An additional finding related to the customer reported complaint was also identified: the medium-large clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.022" offset at the tips. As a result, the clip could not be properly attached. The root cause of the severely bent instrument grips -tips is typically attributed to the mishandling/misuse, such as excess force applied to the instrument jaws. The complaint regarding the instrument would not clip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the device logs for the medium-large clip applier instrument (part number 470327-12/ lot number n10200713-0047) associated with this event has been performed. Per this review of the logs, the medium-large clip applier instrument was last used in a procedure on (B)(6) 2022 via system serial# (B)(4). There were 57 uses remaining after this last usage. No image or video was available for review. The probable root cause of loss of functionality to apply a clip is attributed to either a damaged grip cable or misaligned grips. This issue was resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for 8mm instruments. No additional actions are currently required given that this issue will continue to be tracked (quality data review meetings). This complaint has changed to a reportable malfunction event due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment fell into the patient.